Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/check therapy electrodes) has been confirmed. Upon investigation the q1 component on ECG "b" cable was defective causing the faults. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode/ adjust belt messages.